Event description:
Healthcare professional reported left side capsular contracture baker iii and "replacement from textured to smooth due to the patients concern of the product." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure creases, deformation, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Event description:
Healthcare professional reported capsular contracture baker iii and "replacement from textured to smooth due to the patients concern of the product." Record is for left side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09aug2024.

Event description:
Healthcare professional reported left side capsular contracture baker iii and "replacement from textured to smooth due to the patients concern of the product." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker iii and "replacement from textured to smooth due to the patients concern of the product." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported capsular contracture baker iii and "replacement from textured to smooth due to the patients concern of the product." Record is for left side. Device remains implanted.